Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 2 bd nano¿ ultra fine¿ pen needles were clogged while priming them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding clog during flow check from this box and 2 prior unknown lot number boxes."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 bd nano¿ ultra fine¿ pen needles were clogged while priming them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding clog during flow check from this box and 2 prior unknown lot number boxes."